Event description:
It was reported the pt lost effective stimulation following an ipg replacement procedure. The physician repositioned the leads. An sjm representative programmed the pt and the pt reported receiving effective stimulation therapy. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.